Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.

Event description:
It was reported that pump touchscreen was cracked and shattered, with damage under screen protector and display illegible so customer could not interact directly with pump, and caller was unsure how pump became damaged. There was no adverse impact to the customer¿s blood glucose level. Customer continued to use current pump by relying on mobile app for interaction and bolusing, and Technical Support arranged shipment of replacement pump.